Event description:
It was reported that during preparation for a coronary stenting treatment procedure a shaft fracture was noticed. The 2.75x28mm liberte monorail coronary stent delivery system (sds) was removed from the plastic coil sheath and it was noticed that the shaft was split in half. The shaft was broken in two places. The device was not used and the procedure was successfully completed with a different device. No pt complications were reported with the pt's current condition listed as "stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.